Event description:
It was reported that the customer has been experiencing low blood glucose levels, and the hcp believes the insulin pump is delivering too much insulin. The caller declined troubleshooting, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.